Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4076 implantable pacing lead (B)(6) 2012. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the right atrial (ra) lead was oversensing p-waves which caused several short false mode switch episodes. The patient was going to be seen at the clinic for possible reprogramming. The ra lead is still in use. No patient complications have been reported as a result of this event.